Manufacturer narrative:
Correction to the initial with information inadvertently left out (dl23517813-2 and h10 information). The device malfunction occurred during seal & cut (coagulation/incision). The usg-400 was on. The device and the connection of the generator were inspected before use. No transducer cords or other medical device cords (e.g. Electrocardiographs) tied together. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A specific root cause of the breakage of the probe that led to the recovery of the device could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
No error messages observed as result of the failure. The reported problem did not affect the therapeutic outcome of the procedure. No unplanned diagnostic imaging to locate the device or confirm it was removed.

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus for evaluation and the allegation was confirmed. The probe had ruptured 7 mm from the tip. There was a scratch around the break of the probe. Upon observing the fracture surface of the probe, it was found that the crack developed from the scratch. The ruptured probe tip was not returned. The tissue pads were worn out and there was a mark of contact with the probe part in the non-insulated part. Based on the analysis results of the actual product and the results of past surveys, olympus infer that the reported phenomenon occurred by the following mechanism: 1. At the time of seal-and-cut output, the tissue pad was worn out because there was no grip between the gripping part and the probe (including after the tissue was broken). 2. Due to the wear of the tissue pad, the probe came into contact with the non-insulated part. 3. Scratches occurred because the output was performed while the probe was in contact with the non-insulated part of the gripping part. 4. Seal-and-cut and tissue-gripping loads are applied to the probe, causing cracks to occur starting from scratches. 5. The probe was loaded and broke. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the thunderbeat probe broke during a laparoscopic hepatectomy and fell inside the patient's abdomen. The fallen probe was retrieved using forceps. The procedure was extended by about 30 minutes to retrieve the fallen part, replace with a new device, and check the output; however, the actual retrieval only took 10 minutes. The outcome of the procedure was not affected nor was there any other medical intervention required. There was no harm or user injury reported due to the event. The device was set to seal & cut 1, seal 3 mode with intelligent tissue monitoring (itm) off. The device was inspected prior to use without any issues noted.